Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that all three terminal legs were curved and bent to one side. The distal terminal leg showed signs of lateral movement in the identification tag at the proximal end that slightly cut through the molded insulation. A tear at this location was likely from removing the lead out of the header during the explant procedure. A twist in the lead body was noted just distal to the molded yoke, likely resulting from twiddler's syndrome. No conductor damage was noted around the damaged sites. Continuity tests were performed to test the lead electrical performance, at which the lead had passed. Laboratory analysis was only able to confirm the insulation damage through visual observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a conductor fracture and insulation damage in the proximal part of the lead next to the connector. The damage was likely due to twiddler's syndrome. Surgical intervention was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.